Manufacturer narrative:
This report is regarding the patient's difficulty connecting the percutaneous lead to the system controller. Reference MFR report # 2916596-2016-00995 for the report regarding the suspected internal percutaneous lead compromise. Approximate age of device ¿ 1 day. (Calculated from the start date to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient was upgraded from an epc system controller to a pocket system controller. On (B)(6) 2016, the patient received a driveline fault alarm while at home. In an effort to clear the alarm, the patient disconnected the external percutaneous lead from the system controller and reconnected which cleared the alarm. Later that same day, the patient and their spouse were at a casino in separate areas when the patient experienced an additional driveline fault alarm. When the patient received the alarm, they called their spouse requesting assistance and then disconnected the external percutaneous lead from the system controller again to clear the alarm. However, the patient was unable to reconnect and lost consciousness. Once the spouse located the patient they were able to reconnect the system controller. The patient was intubated and taken to the hospital. While in the ICU, the patient was reportedly awake and following commands. The patient and their family were re-educated on disconnecting the driveline and alarm management before the patient was discharged. Log files were submitted for review. The manufacturer's technical services representative reviewed the submitted log file and confirmed the driveline was first disconnected for approximately 3 seconds on (B)(6) 2016. Later that day, the driveline was disconnected again and reconnected 8 minutes later. In addition to the driveline fault alarms, technical services observed 2 pump stoppages and speed drop events on (B)(6) 2016 which only appear to have occurred while the pump was connected to the power module. On (B)(6) 2016, an on site external percutaneous lead repair was completed. Continuity testing was inconclusive. Additional log files submitted on (B)(6) 2016 showed that there were no more pump stops or driveline fault alarms post repair. On (B)(6) 2016, it was reported that the patient was re-admitted after the patient received additional driveline fault alarms. The manufacturer's technical services representative reviewed the additional submitted log files and confirmed that another driveline fault alarm occurred on (B)(6) 2016. The log file also showed that the patient experienced a speed drop to 5820 rpm the morning of (B)(6) 2016 while connected to the power module. It was reported that the issue was suspected to be internal since the majority of the external portion of the percutaneous lead was replaced during the previous repair. On (B)(6) 2016, the patient underwent a pump exchange. It was reported the patient was doing well post-exchange.

Manufacturer narrative:
The report of the percutaneous lead (driveline) being disconnected and reconnected on (B)(6) 2017 after driveline fault alarms were received was confirmed based on the evaluation of the submitted system controller log file; however, the investigation did not confirm the reported event of difficulty connecting the percutaneous lead to the system controller as the system controller was not returned for analysis. The log files captured an active driveline fault alarm at 7:51am on (B)(6) 2016 and a corresponding yellow wrench advisory alarm. The driveline fault appeared to be associated with phase 2(brown/black wires) and was captured as active until the driveline was captured as disconnected at 7:54am. The driveline was reconnected soon after and the system controller resumed pump support at the set speed. At 3:38pm on (B)(6) 2016, the log file captured an additional driveline fault alarm. This alarm was also associated with phase 2 and was captured as active until the driveline was captured as disconnected at 3:41pm. The driveline was captured as reconnected at 3:49pm and the system controller resumed pump support at the set speed. Additional driveline fault alarms were captured on (B)(6) 2016 in addition to multiple drops in pump speed below the low speed limit and pump stoppages on (B)(6) 2015 and (B)(6) 2016. The events captured in the submitted log files appeared consistent with potential percutaneous lead (driveline) wire compromise related to phase 2 (black/brown wires). The system controller was not returned for analysis. As a result, the reported driveline fault alarms and speed drops with associated pump stoppages could not be correlated to a system controller related issue. However, the investigation of the related lvad ((B)(4)) identified percutaneous lead damage which had the potential to result in the reported driveline fault alarms (reference MFR report # 2916596-2016-00995 for the report regarding the suspected internal percutaneous lead compromise). The device history records could not be reviewed because the serial number of the system controller was not reported. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being investigated through the corrective and preventative action process.